Manufacturer narrative:
This product is registered as a combination product. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for revision procedure. Upon interrogation, it was revealed that the right ventricular lead exhibited a conductor fracture. High, out of range pacing impedance was also noted. The right ventricular lead was explanted and replaced on (B)(6) 2020. There were no consequences to the patient.

Manufacturer narrative:
Analysis of the partial lead found clavicular crush 28.6 ¿ 29.0 cm from the distal tip, fracturing all five filars of the outer coil at the middle region. The outer and inner insulations were intact in this location. The caused the reported events was due to fractured outer coil caused by clavicle crush.